Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Informed that the lead was implanted on (B)(6) 2014, after its use before date expired. No adverse patient effects noted.